Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic stent placement, the subject device was used. When the user released the stent, the thread connecting the pusher tube and the stent came off from the pusher tube and remained on the stent inside the patient. The thread was retrieved. The intended procedure was completed. There was no patient injury reported. This is the report regarding the temporary remaining thread of the stent delivery system inside the patient.

Manufacturer narrative:
This is a supplemental report to provide additional information. The pusher tube and the guide catheter were returned to olympus medical systems corp. (Omsc) for evaluation, but the stent was not returned. The thread was cut at the hole for threading and the adhesive point. The threading hole was deformed and cracked due to the thread biting into it. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the event occurred due to the following occurrence mechanism. *when trying to release the stent, the thread was pulled and cut since the pusher tube was accidentally pulled while it was difficult to release the stent such as in stenosis. The above device handling has warned in the instruction manual.